Manufacturer narrative:
Results - a lot order search was performed on the cartridge and foam tip plunger. There were two similar complaints found for the cartridge and no similar complaints were found for the foam tip plunger.

Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the lens was damaged upon insertion. Additional info was requested but none forthcoming. If further info is received a supplemental medwatch form will be submitted.